Event description:
The sickle cell team has been placing double lumen mediports to be used in chronic red cell exchange for the past six years. This allows us to draw from one lumen, process the blood via apheresis, and return donor units plus patient plasma via the second lumen. We monitor patient response and procedure efficiency using patient pre and post hgb electrophoresis: there should be a predictable decrease in the patient's %s. For about the last two years, we have noted four instances in which there was no change in the patients' %s after their procedure. Dye studies in these three patients (it has happened to one patient twice) indicate that there is remixing of fluids within the double lumen catheter. One of these ports has been removed and returned to angiodynamics for investigation. The additional devices will be returned to angiodynamics for investigation after their removal, but some of the patients have not yet consented to this procedure.